Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The following information was requested, but unavailable: what was the severity of the burn? How was the burn treated?

Event description:
It was reported that during an unknown procedure while operating a surgeon experienced a slight burn on his hand after holding a hemostat. Customer stated the bovie was not being activated, a megasoft pad and megapower were being used for the case. Both the pad and bovie unit were sent for testing in their biomed department and came back with no issues. The burn was treated, the exact method of treatment was not provided.